Event description:
It was reported that the atrial lead had low impedance and was not sensing. It was noted that the atrial impedance has gradually been getting lower and p-waves have been diminishing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d274drg implantable cardioverter defibrillator - implanted: 2009-(B)(6); 693258 implantable tachy lead - 2000-(B)(4). (B)(4).